Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
An attempt was made to advance a stealth peripheral orbital atherectomy device (oad) through a stent in order to treat a lesion in the mid anterior tibial artery (at), however the crown would not advance. The oad was activated within the stent and the crown became stuck on a stent strut. Pedal at access was obtained and a balloon was inserted in an attempt to free the crown, but it was not successful. The shaft of the oad was cut and a snare was advanced over the shaft. Pressure was applied and the crown was removed with the snare. The stent was removed with the oad, requiring a larger sheath to be inserted. Following removal, angiography was performed and there was no indication of vessel trauma. A new stent was deployed in the proximal and mid at via the pedal access site and the case was completed with no further issues. The patient was in stable condition following the procedure.

Manufacturer narrative:
The cut driveshaft section of the oad and engaged guide wire were received at csi for analysis. Stent material was observed to be wrapped around the driveshaft and crown and proximal guide wire spring tip section. The analysis did not identify any damage that may have contributed to the accumulation of stent material. Scanning electron microscopy was performed and confirmed that the oad and guide wire had been cut. At the conclusion of the device analysis investigation the reported event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).